Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from university of kentucky, department of orthopaedic surgery and sports medicine, united states. The title of this report is ¿a retrospective data collection treatment of elbow fractures with the variax elbow plating system.¿ which is associated with the stryker ¿variax elbow plating¿ system. Research and data collection for this study started in september 2019 and concluded in february 2020. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore 9 complaints were initiated retrospectively for the post-operative complications mentioned in the report. This product inquiry addresses 1 patient did not achieved clinical consolidation out of 88 patients.